Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the cgm bg reading was 200 mg/dl, and the meter bg reading was 400 mg/dl. The customer went to the ER and was subsequently hospitalized and admitted to the ICU with a "high" bg level. The customer was treated intravenously with fluids of saline and insulin and was released from the hospital on (B)(6) 2021 with no permanent damage. No additional patient or event information was available. A root cause could not be determined. A replacement sensor was sent to the customer.